Event description:
It was reported that the device failed to function during a patient resuscitation and displayed and error code. This resulted in a delayed treatment for the patient. No further patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was checked onsite by dräger service and a motherboard malfunction was determined as the likely root cause for the malfunction. The customer did not commission dräger to repair the device and as a result we could not confirm device functionality after the repair. The device was manufactured in march 2015, is in operation for more than 10 years now and is not under a service contract, status of preventive maintenance and repairs is thus unknown. The carina is a long-term ventilator for treatment of sub-acute care patients in hospital or medical rooms. It is intended for patients who are stable and require diagnostic and invasive procedures but not intensive treatment. The ventilator continuously monitors the status and function of the internal components, sensors and software modules. If a deviation is detected, an audible and visual alarm is generated ¿ this was ensured during the particular event; the device has reportedly displayed an error code. In case of totally loss of functionality, an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.